Event description:
Related manufacturer reference number: 2017865-2022-13338. It was reported that the patient presented remotely via merlin.net. It was noted that there was increased pacing and defibrillation impedance on the patient's right ventricular lead. Upon contacting the patient for further evaluation, it was discovered that the patient was deceased. It was unknown whether the patient's death was related to their implanted system.